Manufacturer narrative:
The device was serviced at the customer site. Upon inspection, water was noted to had pooled under the water pump. It was also noted that a significant amount of water was still dripping from the bottom of a device. The device was sent back to base for further testing. The device was received and serviced at organox. The leak was verified and the root cause was traced to a ruptured diaphragm in the water pump. The water pump was replaced. The device subsequently passed all applicable testing.

Event description:
It was reported that during perfusion, water was noted to be pooling underneath the metra device. Upon review, it was noted that the temperature of the perfusate was at 22.7 celcius and not increasing. Message code 360 (excessive blood/water temperature difference) was also not noted. Troubleshooting was unsuccesssful in resolving the temperature issue. The water reservoir was re-filled and slight improvement in temperature was noted, however, the leak under the device increased. The liver was moved to another device. Liver was succesfully transplanted following perfusion.

Manufacturer narrative:
DHR was reviewed and the water pump was confirmed to be the original one for the device. Review of the perfusion data shows that during transition to liver on board mode, temperatures plummeted and never recovered beyond 24.4 c. The root cause was traced to a ruptured diaphragm in the water pump.

Event description:
It was reported that during perfusion, water was noted to be pooling underneath the metra device. Upon review, it was noted that the temperature of the perfusate was at 22.7 celcius and not increasing. Message code 360 (excessive blood/water temperature difference) was also not noted. Troubleshooting was unsuccesssful in resolving the temperature issue. The water reservoir was re-filled and slight improvement in temperature was noted, however, the leak under the device increased. The liver was moved to another device. Liver was succesfully transplanted following perfusion.